Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient developed an infection as well as experiencing phrenic stimulation. It was noted there was failureto capture, perforation, pericardial effusion and subsequent lead dislodgement on the atrial lead. A pericardiocentesis was performed and the patient was recovering from tamponade. A lead re-positioning is planned for a future date. No further patient complications have been reported as a result of this event.